Event description:
It was reported that 2 days after a device replacement, the right ventricular lead triggered a patient alert due to non-sustained tachycardia (nst) episodes with evidence of noise and episodes with intervals less than 220 ms and the sensing integrity counter (sic) was elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.